Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had fallen off a 6 foot ladder and slipped off the shower couple of times. The patient stated that was the root cause of the issues. She stated it has not been resolved and that the healthcare provider took some x rays and stated that everything seemed fine. No additional plans or interventions are planned. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt the stimulation in their left foot all the time and it was stronger than what they felt in the pelvic floor. The patient stated that they had a fall sometime in 2019 and thought it probably started after that, but they weren¿t certain. The patient tried multiple different programs on the call, and they felt all of them in their foot. The patient noted program 2 felt the most comfortable at 1.4 and they felt it the least in their foot. The patient left it there and noted an appointment on monday with their healthcare provider to check the lead positioning with an x-ray. The patient was redirected to their healthcare provider. No further complications were reported.